Event description:
The recipient reported a tear in the percutaneous lead vent tube and then water in vent tube covering after showering. Although there was no impact to pump performance, as a precaution, the pt was listed as (B) (6) on the transplant list "due to device complication". Worldheart has provided repair materials regarding the vent tube tear.